Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. It was noted the remaining longevity was 4% and premature battery depletion was suspected. A request was made for technical services to analyze the device data. A review of the data confirmed the battery was depleting faster than expected but therapy delivery was currently unaffected. Device replacement was recommended. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. It was noted the remaining longevity was 4% and premature battery depletion was suspected. A request was made for technical services to analyze the device data. A review of the data confirmed the battery was depleting faster than expected but therapy delivery was currently unaffected. Device replacement was recommended. No adverse patient effects were reported. The device remains implanted and in service. It was later reported that the device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.